Event description:
(B)(4). Where should I start very heavy bleeding, painful periods,pain during intercourse,chronic headaches, hair loss, fatigue, depression, emotional, mood swings,weight loss problems.